Event description:
The following description of the event was reported to carefusion by foreign distribution in (B)(6). No pt involvement, newly installed gas delivery engine caused a high pressure gas leak from the accumulator dump valve.

Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined the failure was caused by a mfg gas delivery engine. The foreign distributor was shipped a replacement gas delivery engine to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty gas delivery engine for eval. As of (B)(6) 2015, the alleged faulty gas delivery engine has not been received. Should the alleged faulty gas delivery engine be received and evaluated, a f/u medwatch report will be submitted.